Event description:
During insertion of the catheter portion of a port (bard, ref# (B)(4), lot# revi0810) the surgeon removed a guidewire from the catheter and noted resistance. The wire came out severely bent. An x-ray was taken, and it was noted the catheter was sheared in half. A vascular surgeon was called in and the damaged catheter was snared out of the pt's vein. Another port was successfully placed in the pt. The pt had no adverse effects from the procedure. All the ports with the same lot number were removed to prevent use.